Event description:
It was reported that the sales units and the individual packages are labeled sw122, however, the needle inside is incorrect. It should be a sh needle but it looks a ski needle.

Manufacturer narrative:
(B) (4). (B) (4). Component. Eval summary: the analysis results for the sw122 devices a-u confirmed that the needle was incorrect in reference to the labeling. Root cause was identified in the packaging process. Corrective and preventive actions were initiated and completed.